Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. The sensor was activated with a retained reader and a linearity test was performed. A low and high glucose alarm was successfully activated; therefore, this complaint is not confirmed. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm did not sound with the freestyle libre 2 sensor. The customer subsequently lost consciousness, and an ambulance was called. The customer was provided glucose, and toast with chocolate jam for treatment. There was no report of death or permanent injury associated with this event.